Manufacturer narrative:
Lot(s) #: unknown, not provided. Expiration date(s) and unique identifier (UDI#): unknown as the lot number was not provided. If explanted, give date: not applicable as this is not an implantable device manufacture date(s): unknown, because the lot number was not provided device evaluation: the product was not available for investigation. The customer's reported complaint cold not be verified. Manufacturing records review: the serial number is unknown; therefore, the manufacturing records could not be reviewed. Labeling review: the directions for use (dfu) were reviewed. The dfu adequately provide instructions and precautions along with warnings for the proper use and handling of the device. Conclusion: as a result of the investigation, there is no indication of a product quality deficiency. All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that there was an issue with the cartridge, which caused the intraocular lens (iol) to be scratched, however the lens remained implanted. Additional information was received and it was learnt that the when implanting the lens there was resistance and the iol was stuck in the cartridge. The lens had to be forced out as this was already the backup lens and they did not have another replacement lens. Reportedly, the surgeon used the forceps to implant the lens and he felt that he may have possibly scratched the lens. The surgeon was not sure if the scratch was in the patient's sight of vision or have any effect to the patient. No further information was provided.